Event description:
It was reported that the lite blocker disengaged from screw.

Manufacturer narrative:
Method: complaint history review; risk assessment. Results: the mantis redux blocker disengagement from an es2 construct was confirmed by correspondence with the sales rep. The surgeon did not believe medical intervention to retrieve the blocker was necessary at the time of the reported event. Without examination of the construct / x-rays and without inspection of the disengaged blocker, the most likely cause could not be determined. A manufacturing record review could not be performed because the lot# is unknown. Conclusion: the exact cause could not be determined and is likely multifactorial.

Event description:
It was reported that the lite blocker disengaged from screw.